Manufacturer narrative:
According to the customer, during circumcision the mogen clamp is causing a "tear" on the "foreskin". The customer reported the tearing causes "persistent oozing of blood" requiring "pressure hemostasis". The customer reported it was "not a clean cut" therefore it "required care after the procedure". The customer reported that the reported issue led to an "uncomfortable infant". Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, during circumcision the mogen clamp is causing a "tear" on the "foreskin".